Manufacturer narrative:
The technician found the power cord plug was broken. The technician replaced the power cord plug to repair the bed.

Event description:
Information received indicates the bed lost ground.